Event description:
Caller reported an error with their continuous glucose monitor (cgm) that prompted error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the caller through the process. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.